Event description:
Original result of lasik surgery produced greater degree of acuity in vision but halos, extreme dry eyes, and vision distortion is now creating intolerable vision. I was never advised that taking hormone replacement could have an impact on my vision by causing cornea distortion after lasik surgery. Until I had my hysterectomy three years ago, it was just the halos and extreme dry eyes that were a problem. Now I'm experiencing episodes where my vision is distorted and I feel like I can't rely on my distance vision. Some times it's fine, some times it's not. My recent eye exam showed that my vision was still good but that my eyes are extremely dry. I was offered the opportunity to try a steroid to help with the dryness issue, but I'm really reluctant to use steroids on my eyes. I'm afraid on doing more damage than good. Prior to the lasik surgery I never had issues with dry eyes. Now it's unbearable. I've tried the renew nightly treatments, the real tears drops, it's an all day, ongoing process. I'm not blind and I'm not dying from this, but I think that more people need to know that lasik has some long term after effects that never go away. All I was told was that for the first two weeks I needed to use eyes drops to keep my eyes lubricated. No one ever said that dry eye was going to result in a life time condition.